Event description:
During the coiling of a splenic artery aneurysm, the physician experienced a lot of friction while trying to advance a penumbra coil 400 through the microcatheter. The coil had previously been resheathed. The physician had a hard time both advancing it and pulling it back. The coil was not outside of the distal end of the catheter when he experienced this friction, it was completely inside the catheter. The physician removed the coil and successfully used another coil. There was no patient injury.

Manufacturer narrative:
The coil is complete and intact, but has a significant number of offset coils in the first 2 cm of the coil. The sheathed coil was inserted into the rhv and the rhv was tightened and the coil advanced. Initially, there was friction felt as the coil passed the rhv. Once the coil was fully inside the catheter the movement was unrestricted. Difficulty loading the coil into the catheter was observed however, there was no significant difficulty noticed when pushing the coil through the catheter. The difficulty the physician noticed when attempting to reposition the coil in the catheter may have been due to the minor damage to the coil loops which can occur during resheathing. The offset coils can cause resistance when moving the coil in the catheter. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.